Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) did not deliver therapy when expected during an attempted implant. The patient was externally rescued at which time the ICD exhibited an error message indicating a shorted condition.